Manufacturer narrative:
The device has not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the device is returned. The device history report was reviewed and no discrepancies were found.

Event description:
It was reported that the biopsy forceps device was tested prior to entering the patient. During the procedure, the device broke when it was opened to retrieve the biopsy. It was reported that there was no evidence that the patient was harmed during this incident and no evidence that any part of the biopsy was left in or broke off inside the patient.

Manufacturer narrative:
The complaint device was subjected to full functional testing. No defect was detected. No overt damage was detected. The account's complaint could not be confirmed. No defect found.